Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms were able to be confirmed via review of the log file. The heartmate ii system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 15 days (05oct2021 ¿ 20oct2021 per timestamp). Multiple routine low voltage advisory and low voltage hazard alarms were intermittently active throughout the log file. The low voltage advisory alarms were routine alarms caused by depleted battery power and the low voltage hazard alarms were caused during power source exchanges when exchanging from depleted batteries to the mobile power unit (mpu) or to charged batteries. There were no other notable alarms active in the log file. The heartmate ii system controller underwent preliminary and functional testing. The controller passed preliminary testing and was able to support a mock look without any alarms activating. The controller did not pass functional testing as increased resistances on the power cables were measured. The power cables underwent continuity and insulation testing. The cables passed insulation testing and passed. The power cables were cut open in order to inspect the wire conditions due to the increased resistances. Extensive fluid ingress was found on both power cables. While removing the shielding on the white power cable, two of the wires were accidentally cut; however, there was no other damage found along the power cable aside from the two wires previously mentioned. The black power cable was also cut open and fluid ingress was found; however, no damage to the wires was found. Additional information provided on 01nov2021 stated that the alarms resolved once the controller was exchanged. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the extensive fluid ingress and wire fatigue may have contributed to the reported event. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 01may2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low voltage alarms. The cause of these alarms could not be determined upon examination of the clips and batteries. The patient received replacement clips to see if it would resolve the problem, but it was unsuccessful. Their system controller was replaced and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.